Event description:
Technician alleged that the knee section would rise slightly then lower by itself. No pt impact.

Manufacturer narrative:
The technician replaced the junction board to resolve the issue.